Event description:
It was reported intermittent occlusion alarms occurred resolved with a supply change. The customer's blood glucose level was 550 mg/dl, as specific date was unknown. The customers mom assisted in delivering a manual injection of insulin to address the elevated blood glucose. The customer successfully resumed insulin.